Event description:
Reportable based on device analysis completed on 26-jan-2026. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion due to angulation. The procedure was completed with another of same device. There were no patient complications. Patient was fine. However, returned device analysis revealed balloon torn.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. Visual and tactile inspection found no issues in the hypotube. Examination of the extrusion shaft identified no issues. Examination of the balloon material identified a complete circumferential tear in the mid-section (2mm distal from the proximal markerband) of the balloon. Microscopic analysis in the tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.